Manufacturer narrative:
Result of investigation: the device used in treatment was returned for evaluation. A relationship between the reported event and the device has been established. The visual inspection found:when the ac adapter was connected black box displayed. Defective membrane. The functional evaluation found: the device failed the air leak test. Defective pump review of the manufacturing records found this unit passed all acceptance criteria and was compliant upon release for distribution. Review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: electrical component failure - in regards to the display undetermined root cause - in regards to the failure to alarming reference to the failed alarm: it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. In reference to the defective screen: it is not possible to determine the exact cause of how the damage occurred. However, factors that are known to contribute to this type of issue, included mishandling, drop damage the use of harsh abrasives and cleaning products. Details on the maintenance and the cleaning of the device is highlighted in the instructions for use. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.

Event description:
Results of the investigation have concluded that during functional evaluation the device failed to alarm (air leak test failed) which makes it a reportable event.